Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the bacteria filter had a blockage. It was confirmed that non-original expiratory filter was used. Defective filter was replaced and the issue was solved. The alarm along with information about a clogged expiratory bacteria filter indicate an increased expiratory resistance in the patient¿s breathing system. At high expiratory resistance, patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to the alarms for high pressure is generated. Expiratory airway pressure must be carefully monitored to protect the patient against accidently high airway pressure when using expiratory bacteria filters. Increased airway pressure could result from a clogged expiratory bacteria filter. The filter should be replaced if the expiratory resistance increases or after maximum 24 hours, whichever comes first. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective non-original expiratory filter.

Event description:
It was reported that the ventilator generated an alarm of airway pressure high. There was no patient harm. Manufacturer's ref. #: (B)(4).